Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when patient checked their ins with the pp, it would be off so they would have to turn it on but that the ins would turn off by itself anywhere from 4 days to 2-3 weeks later. Patient reported that when they checked their ins the day of the report, they saw a picture of a 4 and a circle thing that looked like the ins with sunbeams going out of it at the bottom of the screen. When patient connected with the programmer during the call, they did report seeing the standard therapy screen. Moreover, patient noted that in the past, they've had CT scans but they would turn the implant down or off before. Also, they did have gastric bypass surgery 4 years ago in (B)(6) and have lost almost (B)(6) since most recent implant. Patient also had bell's palsy in which they were put on 4000mg of steroids and lost (B)(6) within 2 weeks. Patient stated that this was around the same time they noticed the ins turning off by itself issue. They were familiar with the programmer and have kept track of the occurrences. Patient redirected to healthcare professional (hcp). No further complications were reported.